Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that during a surgical procedure the handpiece did not "spin". The handpiece had passed the prime/tune but would not work when the surgeon went to use it. There was no harm to the patient. Additional information has been requested and received.

Manufacturer narrative:
No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The phacoemulsification handpiece was received for evaluation. A visual assessment of the handpiece did not reveal any non-conformity. The handpiece data showed the handpiece went through 284 tunes without any failure. The handpiece was connected to a calibrated system and tuned. The handpiece passed tune with. The handpiece was functionally tested at 100% phaco and torsional power for 5 minutes. The handpiece generated both phacoemulsification and torsional power without any error during test. The handpiece u/s and torsional stroke lengths were measured using the stroke test fixture. Both u/s and torsional stroke lengths were found out of specifications. The torsional stroke was significantly below specification and the handpiece also failed to tune during the stroke lengths measurement process. The handpiece was attempted to be re-tuned on the system. The handpiece could not tune and caused the system to generate a system message (sm). The connection between pin 9 (ground) and pin 4 (high electrode) on the handpiece was checked. The connection between pin 9 and pin 4 was found electrical shorted, suggesting moisture ingress between the 2 pins. The handpiece was disassembled and inspected. Water was found inside the handpiece. The cause of the reported event can be attributed to the water ingress. However, how the water got inside the handpiece remains inconclusive. (B)(4).